Event description:
It was reported that during a hemicolectomy the stapler failed to secure reload and did not fire. The procedure was successfully completed.

Manufacturer narrative:
(B)(4). Date sent: 4/18/2024. D4: batch #602c19. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tlc75 device was received with no apparent damage and with two reloads present. The reload (b) had the proximal 3 drivers up with the swing tab in the unlocked position. However, 2 staples were noted to be missing and scattered along the staple line. The reload (c) had the proximal 2 drivers up with the swing tab in the unlocked position. However, 11 staples were noted to be missing and scattered along the staple line. Due to the condition of the reloads no functional test was performed to preserve the evidence. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. As it is possible that the firing knob was not returned to its home position while loading the reload. It is possible that an improper handling of the reload caused the staples to fell out, the proper handling instructions should be used when removing and reloading cartridges into the device, please reference the instructions for use. It should be noted that 100% inspection is performed by means of automated vision system to ensure staples presence; the swing tab is present and unlocked. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 602c19, and no non-conformances were identified. The lot#633c60 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional information was requested, and the following was obtained: 1. Was there a surgical delay? If so, how long was the delay? No delay reported. Device and reloads replaced. 2. Did the patient experience any bleeding? No bleeding did the patient require a transfusion? No transfusion. 3.was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) None reported. 4. How is the patient doing post-op? Patient is doing fine.